Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted posterior cleft. The first clip was successfully deployed lateral to the cleft. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed on the medial side of the cleft, reducing mr to 1. However, images showed the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed. The physician stated the cause of the slda is due to pre-existing patient anatomy. Two clips were implanted, reducing mr to 1. Imaging the next day confirmed mr is still 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment is due to patient anatomy. There is no indication of product issue with respect to manufacture, design, or labeling.